Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Infection and sepsis and arterial thromboembolism are known potential complications of patients after any surgical procedures or in those with open access sites.the instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to the patient's pre-existing history of smoking and carotid artery disease, his medical treatment, the progression of his disease, and patient comorbidities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient presented to hospital with a fever and weakness.  In addition, the patient reported abdominal pain and nausea with rebound and guarding which was consistent with possible ischemic bowel and sepsis.  A computerized tomography (CT) scan appears to have confirmed this diagnosis.  Surgery was consulted and the patient's international normalized ratio (inr) reversed with five units of fresh frozen plasma (ffp).  The patient underwent right hemicolectomy and ileostomy on (B)(6) 2014.  Post-operatively, the patient remained intubated with high oxygen requirements and positive end expiratory pressure.  A chest x-ray revealed worsening bilateral interstitial infiltrate suggesting possible acute respiratory distress syndrome (ards) versus worsening pulmonary edema with underlying healthcare-associated pneumonia (hcap) versus transfusion-related acute lung injury (trali) from recent ffp transfusions. He was continued on supportive care with relatively high oxygen requirements and continued sepsis (without shock).  He remained febrile with atrial fibrillation.  The event was reported to have been resolved on (B)(6) 2014.  The primary investigator reported that the event was related to the patient's condition and unrelated to the hvad system or procedure.

Manufacturer narrative:
Additional information received indicates that the patient's post-operative chest x-ray was suggestive of possible left lower lobe pneumonia. The site reported that the patient's respiratory dysfunction was resolved on august 12th 2016 when he was extubated. The primary investigator reported that this event was related to the patient's condition and unrelated to the hvad system or procedure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.